Event description:
(B)(4). I had the essure procedure done (B)(6) 2009. Insurance covered most costs for implantation and hsg testing. The device was noted as in place and no migration or perforation occured at any time. No mention of possible side effects nor was I asked of any metal allergies (I would have said yes and refused the procedure right then). Reference number wss305 lot #654824. I began complaining about pelvic pain and periods lasting 2 weeks out of each month (which did not begin until after essure implantation). In (B)(6) of 2011, after another complaint of pelvic pain, CT scans revealed a 10cm mass (never had a tumor or cyst prior to essure implantation) attached to my rt ovary. In (B)(6) of 2012, the tumor and rt ovary was removed. Pelvic pain and swelling continued, with my gynecologist telling me that it is impossible for me to have pain in that area since the ovary was removed. Between 2012 and 2015 numerous CT and ultrasounds are performed, but the source of the pain is not visible. In addition to constant pain, swelling, and excessive bleeding and long periods, I also experienced dizziness. Two major falls down stairs resulted in long-term injury. The first fall was in (B)(6) of 2011 and this resulted in constant pain when sitting or standing that continues to this day. One of my favorite things to do is take road trips and the joy of hitting the road for a new adventure is significantly minimized by the pain that develops after an hour or so on the road. It gets so bad that it becomes the only thing I can focus on. Missing out on all the sights along the way. The second fall occurred in (B)(6) of 2013 and I lost consciousness and have no memory of the fall. I received a concussion and now suffer from post-concussion syndrome. This has completely altered my life and my abilities. Memory and concentration are most significantly impacted. I am a grad student and have struggled immensely since this incident. Everything is more difficult than it was before. "Memory problems" make it sound so much simpler than it actually is. You use memory for everything you do; speaking, singing, driving, writing, daily tasks, etc. I cannot even begin to put into words the frustration that I experience and how often I am reduced to tears over these struggles and knowing how simple and automatic these things used to be for me. I no longer enjoy reading because I can't remember what I read on the previous pages. I sit in darkness at work and wear sunglasses indoors to try to minimize the migraines I get. I began developing strange and unexplained issues, like joint pain, eczema on my hands (turns out this is an allergic reaction to nickel), food sensitivities, digestion problems, medication intolerance, alcohol intolerance, and difficulties with temperature regulation. I had resigned myself to the fact that one day I would be given a medication that would kill me. I have had several terrifying medication experiences and can't even take over the counter medications, not even cold medicines. Excedrin is the strongest medication I can take for my migraines, and I can'take more than one dose every 2-3days. I went to many doctors and had many tests done. No one could find a reason for these things suddenly developing. Getting back to the constant pain and bleeding problems, (B)(6) 2015 my period began and did not stop. The pain increased and I became anemic and extremely tired. The decision was made, based on constant problems since the implantation of essure, to have a hysterectomy. This was done (B)(6) 2015. But I had to go to a different gynecologist, as the one that did my essure procedure only dismissed my complaints. The "acknowledged" side effects of essure are far beyond what any woman should have to endure. They are not minimal and they significantly impact life in a very negative way. The escalation of the "accepted" side effects leading to a hysterectomy is unacceptable. This is a product that should be immediately taken off the market and bayer should have to pay for the damages and suffering that women with essure have had to endure.